Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon began to resect liver parenchyma after about 3 hours and a half was passed in the surgery, the surgeon noted that the cut section of the liver parenchyma was burned. When checking the tip, it was cracked. The surgery was completed with a new device. No additional information provided.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip cracked on one jaw. No possible loose piece was returned. The device was heavily used. The reported condition was not confirmed. The radio frequency identification (rfid) logs taken from the device indicate the product was used on a generator. The device was heavily used. The plastic tip cracked by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the cracking of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The returned product did not meet specification as received. The picture showed that the device would fail visual inspection because the insulation at the tip of the jaw was broken/fractured. The reported condition was not confirmed because the incident device was not received. The received picture showed that the insulation at the tip of the jaw was broken/fractured. The actual device needs to be studied to determine the possible root cause. Without the actual product, a detailed investigation could not be performed. The file will be closed as inadequate sample at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report because of inadequate sample. If information is provided in the future, a supplemental report will be issued.